Event description:
Descemet's detachment occurred during itrack advance procedure. The descemets detachment was near the intubation site and traveled into va. The surgeon made venting incisions in attempt to remove retained ovd and heme. A peripheral pocket of detachment appeared to reattach (confirmed by tissue striae) but centrally may not have.